Manufacturer narrative:
Correction: b1, b2.

Event description:
It was reported that the patient is experiencing pain at the base of the penis and spontaneous insufflation of the prosthesis after completely emptying the cylinders with an inflatable penile prosthesis (ipp). The ipp remains implanted and active. Magnetic resonance imaging was completed, a caliber difference between the cylinder in the distal portion was observed. An ultrasound found a reduction in the ipsilateral caliper.

Event description:
It was reported that the patient is experiencing pain at the base of the penis and spontaneous insufflation of the prosthesis after completely emptying the cylinders with an inflatable penile prosthesis (ipp). The ipp remains implanted and active. Magnetic resonance imaging was completed, a caliber difference between the cylinder in the distal portion was observed. An ultrasound found a reduction in the ipsilateral caliper.

Event description:
It was reported that the patient is experiencing pain and discomfort at the base of the penis and spontaneous insufflation of the prosthesis after completely emptying the cylinders with an inflatable penile prosthesis (ipp). The ipp remains implanted and active. Magnetic resonance imaging was completed, a caliber difference between the cylinder in the distal portion was observed. An ultrasound found a reduction in the ipsilateral caliper. The patient followed-up with the physician on (B)(6) 2020. The physician completed another MRI and observed bulging of the left cylinder, that was suggestive of prosthetic aneurysm, as a result there was compression of the white tunica and consequent thinning of the wall. The bulging of the cylinder are causing discomfort and the physician has requested to revise the device.